Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse while onsite observed sample pot dirty, due to lack of ise maintenance being performed. The fse performed maintenance on the se (ion selective electrode) module, ise sample pot, and explained the importance of completing scheduled maintenance. The ise tubing was replaced which resolved the issue. No further issues noted. The system returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported obtaining false ise (ion selective electrolyte) patient results which includes na (sodium), k (potassium), cl (chloride) with low anion gaps on their au480 clinical chemistry analyzer. Anion gap is a calculated test made of individual electrolyte results measured by systems therefore individual results will be evaluated in the investigation. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.